Manufacturer narrative:
Patient had hard sclerotic bone.

Event description:
During surgery, the tip of a femoral head extractor broke off whilst removing the femoral head from the patient. The metal tip was stuck in the femoral head, so it did not remain in the patient. The surgery was not compromised and it was finished successfully without any critical delay. The instrument will be available.